Manufacturer narrative:
The patient's weight was not provided. Approximate age of device: 7 years, 2 months. Device evaluation: the report of pump stoppages was confirmed based on the evaluation of the returned distal portion of the percutaneous lead (lead) and the submitted log file. An approximately 25 inch section of the lead was returned for evaluation. Electrical continuity testing of the lead found an intermittent discontinuity in the green wire. Visual inspection of the wires found the green wire had fractured at the terminus of the connector bend relief. The adjacent wires appeared unremarkable. Testing did not reveal any additional insulation breaches that would have resulted in an electrical short. If the exposed conductors of the green wire contacted the braided shield while the system was operating, the resulting short to ground would have caused the low speed and pump stoppage events observed in the log file. The observed wire damage appeared to be the result of repeated flexing. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon review of the submitted log file data the pump had 3 pump stoppage events. The first two events were associated with a loss of power. The last event occurred while the patient was operating on battery power. The patient was reported to be asymptomatic. On (B)(6) 2015 a distal-end percutaneous lead replacement was performed successfully. After completion of the distal-end percutaneous lead replacement, the patient was placed on a power module patient cable and no alarms were noted. No additional information was provided.